Event description:
The unit would not operate from the footswitch. The footswitch was exchanged and the case was completed with no patient consequence. Testing was performed in-house by the biomed and it was determined that the cable needed to be replaced.